Event description:
The customer reported being at the emergency room for high blood glucose. The customer stated that she was not admitted; only she was tested for ketones and then she was released. The blood glucose reading at the time of the call was 217mg/dl. Troubleshooting was performed. The settings on the device were correct. Ran a fixed prime test and the insulin exited. The high pressure test was performed and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.